Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device inspection by olympus deutschland gmbh (ode) confirmed followings; -the adhesive on the bending section rubber was worn. -the control body was scratched. -the part of light guide lens was missing. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the negative third-party culture test results after the device was reprocessed by olympus, olympus medical systems corp. (Omsc) assumed the reported event was caused by followings; -there was a difference in the reprocessing method between the user facility and olympus. -bacteria were contaminated during culture test sampling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
The customer reported that the device was leaking and could not be cleaned. The customer also stated that the bacteria were detected from the instrument channel and sent the device and the result of microbiological testing by the user facility to olympus. The result showed that following microbes were detected from the sample collected from the device. 1st : (B)(6) 2021. Escherichia coli (>100000 unit unknown). 2nd : (B)(6) 2021. Escherichia coli (21 cfu/10ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators advantage plus, using peracetic acid. There was no report of infection associated with this report.